Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2021 wherein the patients leads were repositioned to the correct location resolving the issue.

Manufacturer narrative:
Additional components involved in the event: product family: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000076921.

Event description:
It was reported the patients leads migrated. The migration was confirmed by x-ray. Surgical intervention may be pending to address the issue.